Manufacturer narrative:
Additional information: b5, h6.

Event description:
Additional information clarified it the report of capsular contracture, baker grade iii. Physician confirmed upon explant that the device was not ruptured. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side "pain of sudden onset, with no apparent reason, when patient moves the left arm as well as to palpation for 6 months," rupture, and capsular contracture baker grade unknown. Treatment with painkillers was given. The device remains implanted.